Event description:
Ambulance personnel were attending to a pt, condition unk. Allegedly when attempting to monitor the pt's ECG, the device displayed excessive artifact and the operator could not discern the pt's rhythm. There were no adverse effects to the pt reported as a result of the alleged malfunction.